Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge dropped suddenly from 80% to 5%, then depleted to 2% after being disconnected from a power source. The customer's blood glucose was 236 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond.

Manufacturer narrative:
The customer contacted tandem technical support on b62018 and reported charging the pump resolved the issue. No additional information was provided.